Manufacturer narrative:
Analysis results: failure analysis of the returned product (performed at philips oral healthcare) identified that a counterfeit brush heads were identified as the root cause of the consumer's complaint. D1-d4: the product was sold to the consumer branded as a philips sonicare toothbrush brush head however the product was determined to be counterfeit. Therefore, no information is currently available describing the actual product brand name, product code, common device name, model number, serial number, or manufacturer contact information. The reporting manufacturer is philips oral healthcare. The actual manufacturer is unknown. D8: it is not known how the counterfeit product was manufactured. G1: the reporting manufacturer is philips oral healthcare. Philips oral healthcare did not manufacture the product that was returned for analysis. H4: the actual date of manufacture is not known at this time as the product has been identified as counterfeit.

Manufacturer narrative:
The event date is approximate. The diamondclean brush head is an accessory to the diamondclean power toothbrush system. The device serial numbers or manufacturing number were not provided. Analysis results: the root cause of the customer¿s complaint was a broken brush head.

Event description:
A consumer reported that their diamondclean brush heads broke off in their mouth during use and injuries gum. A potential choking hazard was identified.